Event description:
The mr magnet quenched for unknown reason and instead of the helium gas venting to the outside, the force of the quench allegedly dislocated the flexible venting pipe and the helium gas reportedly vented into the room. Repotedly, this occurred while pt was positioned on the table in the exam room. The pt was quickly removed from the room. Reportedly, there were no injuries.